Manufacturer narrative:
(B)(4). Batch # n91k64. Investigation summary. The handpiece was received with the nose cone cracked. In addition, the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The handpiece was connected to a generator to evaluate with a test instrument and it was found to be functional. The handpiece was then disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected the handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during room prep for a splenectomy procedure, the paint around the transducer was chipping. Another like device was used to complete the procedure. There were no adverse consequences for the patient.